Manufacturer narrative:
Requested clarification as event states there was a high-force status displayed for the thermocool smarttouch® sf catheter on the carto® 3 system; however, the device information reported is not a thermocool smarttouch® sf catheter. It is a thermocool® smart touch¿ bi-directional navigation catheter. However, no further information has been made available. If additional information is received, a supplemental 3500a report will be submitted to the FDA. The bwi product analysis lab received the device for evaluation on 15-jun-2023. The device evaluation was completed on 12-jul-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material inside the pebax and a hole on the surface of the tip area. The magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. However, the hole at the pebax could be related to the issue reported by de customer. The root cause of the hole at the pebax cannot be determined. However, based on the information available, the condition observed most likely was originated in someplace external to the manufacturing environment. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: pc-001356966

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the tip area. Initially it was reported that there was a high-force status displayed for the thermocool smarttouch® sf catheter on the carto® 3 system. Tried to re-zero the catheter several times but the issue persisted. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 12-jul-2023, reddish material inside the pebax and a hole on the surface of the tip area. The hole on the surface of the tip area was assessed as MDR reportable. The awareness date for this reportable lab finding was 12-jul-2023.